Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/21/2016 with the following findings: investigation revealed a crack in the battery compartment. During testing, the pump was powered on and the display was blank. After several minutes, a call service sleep error was emitted. The pump was opened and evaluation revealed moisture damage on the printed circuit board. Unrelated to this issue, testing revealed the time and date reset to default settings. Evaluation revealed the internal clock battery on the circuit board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. (B)(6) (B)(4).

Event description:
The pump was returned for investigation. Investigation revealed a crack in the battery compartment. Evaluation also revealed that there was moisture damage on the printed circuit board causing a sleep error. In addition, evaluation revealed a blank display. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 10/21/2016.